Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was unable to scan the cassette and was getting "invalid scan, please retry scanning the cassette." During priming, the insulin did not come out of the tubing however patient received a prime volume reached message. No leaking was noted. Another tubing was used and the patient was able to resume insulin. No injury was reported.